Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage past stopper. One hundred and ninety-five samples of the 10 ml luer-lok syringes from batch 4206527 were received and evaluated. All samples arrived in sealed packages, each clearly labeled with the batch number and expiration date on the top web. Functional testing was performed, and no leakage was observed in any of the samples. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 4206527. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: material# 302995, lot# 4206527. Were the only samples that were associated with the issue. It was reported by the customer that they have several instances when using item 302830, there is a leak at the black plunger inside the syringe. Customer states that they have several instances when using item 302830; lot 4122280, there is a leak at the black plunger inside the syringe and it's contaminating the vaccine. Customer has product to return if needed. Customer wants replacements. Additional information 1. Can you please provide an exact date of event - 4/16/25 2. Could you please specify the total quantity that needs replacement? 1 box of 200 each. Apologies for the confusion. Material# 302995, lot# 4206527. Were the only samples that were associated with the issue. However, we are believing the issue is caused by a defective seal in the lidocaine bottles, not the syringes or needles. I can confirm that iat this time material# 302830, lot# 4122280 do not show the leakage issue.